Event description:
The customer's nurse reported via phone call that the insulin pump had an unresponsive up button. The customer noticed the keypad issue when she was changing the infusion set. The customer's blood glucose was 200 mg/dl. The customer did not observe any significant events leading to the keypad issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button due to flattened and creased dome switch. The insulin pump has cracked case at battery tube threads and with minor scratched lcd window.